Event description:
Kerrison that had been placed on stand was found to have missing screw during case. Screw was not found during visual search. X-ray was taken and read by radiologist who confirmed there was no retained screw.